Event description:
During the implantation procedure, lead impedance measurements were abnormally high. After the lead was disconnected then reconnected into the device port, measurements resulted in normal impedance values.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt model approved under (B) (4). The analysis is pending.